Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to zoll for evaluation. Investigation results as follows: a visual inspection of the returned autopulse platform was performed and found no visible damages to the platform. A review of the platform's archive was unable to be performed as there was no log of activities observed. Functional evaluation of the returned autopulse platform was unable to be performed as a system error message (latch error 136- internal parameter corrupted) was observed upon power up, therefore confirming the reported complaint. Further inspection determined that the processor board needed to be replaced to remedy the system error fault. After the processor board was replaced, the device passed functional testing. Based on the investigation the processor pca board was replaced. In summary the customer's reported complaint that the autopulse platform display system error was confirmed during functional testing. The root cause was determined to be a defective pca processor board. After the processor board replaced, the platform passed all final functional testing criteria.

Event description:
Customer reported that during a shift check, their autopulse platform s/n (B)(4) displayed a system error (out of service). They were unable to clear this error. No patient involved. No further information provided.